Event description:
The patient reported itching all over the body since starting to use the patient electronic system. Patient reports no changes to daily routine. Patient contacted their doctor with instruction to contact the cardiologist to see if she can stop using the pes for a few days. Patient stated that she will reach back to her cardiologist.

Manufacturer narrative:
The reported event of a possible allergic reaction to the pes was resolved after the patient's physician prescribed medrol dose pak to treat the patient prior to (B)(6) 2023. Additional review of the device fabric cover material specifications was reviewed. It indicated the patient unit's washable cover was made of a 35% cotton, 65% polyester blend , and the medical fabric cover was made of sure-chek microvent soft. Additionally, the msds for the medical fabric cover indicated that there was no inherent health hazard for the fabric outside cases of combustion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.